Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic rouxny when attempting to place the device transorally, one device had their white piece attached to the orvil disengaged the other had their tubing disengaged without the white piece. As it was travelling down the esophagus. No suture was cut and no extenuating circumstances to cause disengagement. The surgeon used a third orvil with no issues. There was no patient harm.